Event description:
It was reported that in an arctic sun device there were error 106 and 107.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a short circuit in the device. During evaluation, it was confirmed that the device does not start the software. Several components were replaced in attempt to repair device; input/output circuit card, isolation circuit card, processor circuit card, power circuit card, control panel. Issue persisted. Alarms 47 (control panel communication) and 46 (control panel communication) were seen in the event log. At crs depot, it was determined that the device has a short circuit. However, the short circuit could not be located. To identify the fault, a new power circuit board was fitted. This had been damaged by the short circuit. The old power circuit board was refitted into the device. At crawley depot, the reported issue was confirmed. There is short- circuit which requires to replace main voltage circuit card ,power module, isolation circuit card, power circuit card, processor circuit card, input / output circuit card, tank harness cable. Processor circuit card, power circuit card, input/output circuit card, isolation circuit card, main voltage circuit card, power module, main harness, chiller were to be replaced. The device is beyond economical repair. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. All available UDI information is being provided. Initial reporter phone: (B)(6) initial reporter name: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.